Manufacturer narrative:
The insulin pump was received with currents within specifications. The insulin pump passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. No unexpected excessive no delivery alarm. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked lcd window.

Event description:
It was reported, the customer had excessive no delivery alarms on their insulin pump. Customer also stated, the alarm persists after changing out all their supplies. The customer did not have a bent cannula. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.